Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after three (3) to four (4) intraocular lens (iol) implant surgeries, patients have experienced dysphotopsia and vaseline vision. The lens were removed and exchanged in a secondary procedure. Additional information has been requested.

Event description:
Additional information has been received, stating the lenses were exchanged for a monofocal lens.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).